Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7083314, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7082532, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 36550424, UDI: (B)(4).

Event description:
It was reported that the patient was taken to the emergency room due to having an infection. The patient underwent a spinal cord stimulation (scs) system explant procedure. No further information could be obtained.